Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative. It was reported that only the recharger was replaced, and the inability to charge the ins resolved with the replacement recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_rtm_unknown, serial/lot #: unknown, product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the recharger unit became hot and was unable to charge the stimulator. The entire unit, from the wire part of the recharger to the disc part, became hot. It was also reported that the controller heated up during charging. It was understood that charging did not progress when it got hot. It was unknown if there were any environment, external, or patient factors that may have caused the event. It was requested that the area manager handle the issue. The defect was not resolved at the time of the report. No symptoms were reported, and there was no health damage.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.